Event description:
It was reported the pt ((B)(6)) reported discomfort at the ipg site when she lies on her right side. The ipg was allegedly implanted in her right chest area. The physician plans to perform surgery to reposition the ipg more medial. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.